Manufacturer narrative:
This report is submitted on on february 22, 2017. (B)(4).

Event description:
Per the surgeon, the patient experienced extrusion of the internal magnet. Revision surgery to repair the extrusion was completed on (B)(6) 2018. During the procedure, the surgeon covered the implant by elevating the tissue locally.